Manufacturer narrative:
Reporter: address unavailable. Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device. Device manufacture date: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that unspecified bd vacutainer® barricor¿ had short draw. No report of injury or medical intervention. No report of blood exposure to mucous membrane.